Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. A review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: could not duplicate with retained devices; unable to determine. Source: phone.

Event description:
Alleged false positive flu b and sars results based on high rate of positives, the volume of performed test is unknown. In addition, suspected 6 false positive results out of 30 tests across different sites and lots. 20 tests were performed on symptomatic patients. The customer communicated 3 of the results were negative on another rapid antigen assay.